Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they're still have concerns about their therapy and this started since the therapy was implanted. Pt mentioned that they're having an electric shock. Pt added that they've informed their rep about a month ago the last time they had their visit at the doctor's clinic. Agent was redirected to their managing healthcare provider (hcp) and rep. Pt asked if agent can call the rep, agent provided information. The rep reported they were not aware of this event or patient. The rep reported they have not been made aware of this patient and have not worked with this physician before either. The rep reported they will get a return mailer kit and mail today, but did not clarify what would be mailed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The notified date was unknown. The rep was under the impression the patient got the battery explanted because she did not like charging and wanted a non rechargeable battery. The device was explanted and discarded.